Event description:
Per the clinic, the patient developed staph infection at the implant site post operatively. The patient was admitted to the hospital on (B)(6) 2015, on (B)(6) 2015 the patient underwent a surgical procedure to have the site debrided and to clean the site; the patient was administered intravenous antibiotics during the surgery. The patient was discharged from the hospital on (B)(6) 2015 and prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.